Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that it was impossible to fix the sleeve to the target device. A replacement was available.

Manufacturer narrative:
Evaluation summary: evaluation revealed the targeting sleeve as primary product. The knob returned was regarded as associated product. Appearance of item and inspection records identified the targeting sleeve returned being of old design version. Deviations in the inspection documents were not found. A check of the function on 100% of the devices (sub-supplier) and additional in-house spot check of the lot in question revealed function was given in full on the devices at the stage of delivery. Functional test revealed function of the targeting sleeve and knob returned was fully given. The alleged assembling issue could not be reproduced. Potentially assembling issue is usually found during functional check (required per IFU). In case of any deviation it is realized prior to use. Pre-supposing that proper assembling was confirmed by pre-operative check it was concluded that the event was mainly based in a sub-optimal intra-operative procedure.

Event description:
It was reported that it was impossible to fix the sleeve to the target device. A replacement was available.